Event description:
It was reported during acu-loc 2 surgery, the locking screw was being inserted, and the driver tip broke. The surgeon was not able to remove the driver tip, and therefore, the fragment remains in the patient. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00304 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned driver was examined under magnification. Under magnification, it was confirmed that the batch number of the 1.5mm hex driver tip, locking groove (part number 80-0728) was 411387. A brittle torsional fracture pattern was identified within the hex driver, with the fracture face being oblique to the long axis of the driver. The driver tip was measured to determine the location of fracture and approximate the amount of material missing. The driver measured 2.6970 inches, indicating that approximately 0.0530 inches had broken off the tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axes. However, based on the information received, and due to unknown surgical conditions, the root cause could not be determined.